Event description:
It was reported that 6 months after implantation, the pt suffered otorrhea and presented with a retroauricular abscess over the implant that required drainage of the ear. The pt presented with more abscesses that required 3 more surgical toilets and was treated with antibiotics. The pt was explanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.